Manufacturer narrative:
Debris stuck in the transfer assembly.

Event description:
It was reported by service report that a cot could not be properly loaded into the powerload system. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.